Event description:
Litigation alleges the patient suffers from pain, popping sensation, fluid buildup, limited mobility, and elevated chromium and cobalt levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary..

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update rec'd 11/4/2014- pfs and medical records received. A dor was provided. After review of the medical records for MDR reportability, the revision operative note indicated pain. The stem is being added for the alleged increased metal ions. There as no mention of increased metal ions in the revision note and there were no lab results provided at this time. There is no new additional information that would affect the existing MDR decision.

Event description:
In addition to what were previously alleged, pfs alleges pseudotumor. Litigation also alleges injury, limited mobility and impaired adl. After the review of medical records for MDR reportability, patient was revised to address pain. Revision notes reported lymphocytic-associated capsular tissue and a small amount of fluid. MRI showed a fluid buildup. Metal ion levels are above 7ppb. Added new associated contact.

Manufacturer narrative:
(B)(4). Added: patient.